Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change, high, out of range hv lead impedance was observed. The device shocking configuration was reprogrammed and the procedure was completed successfully without any adverse consequences to the patient. The patient is doing well and will be monitored with routine follow up.